Manufacturer narrative:
The boston scientific technical services consultant suspected a lead issue and recommended a chest x-ray be done as well as possibly a lead revision. The boston scientific local area sales representative planned to follow up with the physician to determine next steps. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit greater than 125 ohms shock impedance. The boston scientific local area sales representative noted that previous inductions had been successful and a connection issue was considered unlikely. However, all attempted therapy on the date of this reported information, demonstrated shock impedances of 110 ohms and higher, including greater than 125 ohms shock impedance. The patient had most recently received exhausted therapies due to ventricular fibrillation (vf). Six total vf therapies had been delivered. There was no allegation of a product performance issue related to the exhausted therapies and there were no adverse patient effects associated with these clinical observations. The patient had a history of high defibrillation threshold (dfts) testing measurements and had a sub-q array as part of their device system.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative indicated that there was a possibility of lead fracture in relation to a fall the patient had recently had.